Event description:
Ous MDR - this lead was explanted due to high impedances, noise and inappropriate shock.

Manufacturer narrative:
The correct analysis results are now attached. The ICD and the lead under complaint were returned and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD was thoroughly inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to multiple shock deliveries as reported in the complaint description. The data further showed an increased ventricular pacing impedance of greater than 3000 ohms since (B)(6) 2019. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction. The visual inspection of the lead showed 30 cm distal to the df4 connector pin a cut in the insulation and through the conductor cable to the ring electrode. This damage can be considered the root cause of the clinically observed intermittent out of range impedances as well as the oversensing leading to shock delivery. Based on the provided information, it is highly likely that the cut occurred during the intervention on the (B)(6) 2019. Further analysis of the lead did not show any deviations that may have contributed to the reported issue. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not show any material or manufacturing problem. The root cause of the clinical observation could be identified as a cut through conductor cable to the ring electrode.